Manufacturer narrative:
(B) (4). Results and conclusion summation - in this case, there was no reported product deficiency. The reported patient effect of restenosis is listed in the product instructions for use (IFU) as a known adverse event associated with coronary stent procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2009, the patient underwent a reintervention to a 2.5 x 08 mm promus stent which had been implanted on (B) (6) 2008 in the distal circumflex. The 95% stenosis was treated by balloon angioplasty, resulting in 35% residual stenosis and timi-3 flow. No additional event or patient information is available.